Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the erbe generator produced three "check neutral alignment" messages. When the messages were produced, the pad icon stayed green on the erbe generator and the surgeon was able to continue applying monopolar energy via the instrument. However, every time the message was produced, the patient's heart rate dropped, and the patient required unspecified medication to address the heart rate. An intuitive surgical, inc. (Isi) technical support engineer (tse) was called during the case. The tse reviewed the logs and confirmed there were no associated errors. After the customer replaced the monopolar and bipolar energy cords, the message no longer reoccurred. The procedure was completed robotically.

Manufacturer narrative:
An isi field service engineer (fse) followed up with the site's robotics coordinator to further investigate the customer reported issue. According to the robotics coordinator, they swapped all the monopolar and bipolar energy cables after the event occurred. In addition, the robotics coordinator indicated that a subsequent da vinci-assisted surgical procedure was performed with no neutral alignment issues noted. Based on the information provided, the cause of the reported complication cannot be determined. Isi did not receive a da vinci product to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: it was reported that during a da vinci-assisted hysterectomy surgical procedure, the erbe generator produced three "check neutral alignment" messages throughout the procedure while using cautery. When the messages were produced, the pad icon stayed green on the erbe, and the surgeon was able to continue to apply monopolar energy via the instrument. However, every time the message was produced, the patient's heart rate dropped, and the patient required medication to address the heart rate. The technical support engineer (tse) was called intraoperatively and confirmed there were no associated errors. The procedure was completed robotically. There was no surgical intervention required to address the patient's status, no tissue damage or patient injury, no unexpected bleeding, the patient is recovering well with no issues. Patient demographics were obtained.